Event description:
Account experiencing getting erratic urine creatinine results for multiple patient samples. The following 30 patient examples were provided. Same samples were repeated three times, the next day. First repeat performed on same analyzer, second and third repeats performed on another analyzer - same methodology. Units of measure = mg/dl. Sample 1, initial gave 48.0; repeats gave 80.0, 75.9 and 73.3. Sample 2, initial gave 31.0; repeats gave 76.0, 57.1 and 68.8. Sample 3, initial gave 145.0; repeats gave 135.0, 104.0, and 125.0. Sample 4, initial gave 72.0; repeats gave 73.0 and 43.4. No 3rd repeat. Sample 5, initial gave 195.0; repeats gave 198.0, 110.3 and 172.7. Sample 6, initial gave 195.0; repeats gave 199.0, 147.0 and 177.9. Sample 7, initial gave 101.0; repeats gave 100.0, 63.7 and 88.2. Sample 8, initial gave 25.0; repeats gave 21.0, 13.0 and 18.9. Sample 9, initial gave 68.0; repeats gave 69.0, 34.8 adn 61.6. Sample 10, initial gave 497.0; repeats gave 507.0, 309.0 and 441.0. Sample 11, initial gave 47.0; repeats gave 49.0, 16.4 and 44.5. Sample 12, initial gave 38.0; repeats gave 38.0, 17.4 and 34.2. Sample 13, initial gave 260.0; repeats gave 249.0, 109.9 and 219.6. Sample 14, initial gave 123.0; repeats gave 112.0, 57.3 and 101.2. Sample 15, initial gave 120.0; repeats gave 118.0, 57.4 and 120.0. Sample 16, initial 197.0; repeats gave 196.0, 111.2 and 176.5. Sample 17, initial gave 55.0; repeats gave 57.0, 15.8 and 50.4. Sample 18, initial gave 135.0; repeats gave 135.0, 64.4 adn 119.8. Sample 19, initial gave 201.0; repeats gave 206.0, 139.9 adn 183.4. Sample 20, initial gave 122.0; repeats gave 117.0, 58.4 and 106.8. Sample 21, initial gave 129.0; repeats gave 130.0, 64.2 and 118.5. Sample 22, initial gave 307.0; repeats gave 72.7, 300.2 and 285.6. Sample 23, initial gave 123.0; repeats gave 27.0, 25.0 and 25.5. Sample 24, initial gave 70.0; repeats gave 58.0, 43.7 and 51.9. Sample 25, initial gave 125.0; repeats gave 121.0, 73.9 and 110.0. Sample 26, initial gave 242.0; repeats gave 86.0, 40.9 and 78.7. Sample 27, initial gave 49.0; repeats gave 19.0, 8.6 and 16.9. Sample 28, initial gave 202.0; repeats gave 165.0, 129.0 and 147.4. Sample 29, initial gave 137.0; repeats gave 125.0, 58.3 and 108.1. Sample 30, initial gave 197.0; repeats gave 139.0, 109.3 and 123.7. No information provided if results were used to guide therapy. The field service representative was unable to determine a root cause for the discrepancy. Performance tests were performed and within specification.